Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0n8r3, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported shocking. No trauma/falls were related and this was not related to positional movements. The implantable neurostimulator (ins) and lead were removed and replaced. The shocking had since resolved. This had been noted to have been sudden in the middle of (B)(6) 2015 and stimulation was turned off the month prior to surgery to prevent nerve damage. The device was discarded. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No follow-up was required.